Event description:
A peritoneal dialysis r.n. Has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was mid treatment. Upon removing the tubing set, moisture was noticed inside the cycler. Patient did not receive any antibiotics and had no ill effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.